Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device did not seal. There was no re-grasp alert tone but had an end tone and energy delivery was unknown. They used another like device and it worked fine. There was no patient involvement.